Event description:
Ino ventilator was reading ino 13ppm when set on 80ppm. Low calibration done x2 and high calibration done x1. Sample line and injector module also changed out. Ino vent pulled and ikaria called and will replace on 3/22. No harm to pt.